Event description:
It was reported the endoscope reprocessor disinfectant did not recollect in the tank and there is a stronger than usual vinegar. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
No new information received by the customer.

Manufacturer narrative:
The device was not returned to olympus for inspection. Based on the results of the investigation, and since the product was not returned, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.